Manufacturer narrative:
H10: the actual device was not available; however, the device was evaluated on site by a non-baxter technician along with a provided picture of the device. During visual inspection, one of the two wheels was observed detached and the other wheel was loose. The device was at risk for tipping over. The reported condition was verified. The cause of the condition could not be determined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during preparation with an ak 98 machine, damaged wheels were observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.